Event description:
The customer reported that she experienced high blood glucose levels for a week while wearing the insulin pump. The customer then stated that she was hospitalized two years ago for high blood glucose levels. The customer stated that had developed a staph infection at the insertion site and high blood glucose levels, with a fever. The customer also stated that the cannula was bent when it was removed. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests, but the customer didn't have a tubing clamp for the high pressure test. A tubing clamp was sent to the customer, and she was advised to call back to conduct the test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.